Event description:
It was reported occlusion alarms occurred. Reportedly, customer was not performing the proper air removal techniques. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.